Event description:
A surgeon reported that during a procedure, air came from the infusion line and interfered with the surgeon's visibility. It was noted that the air had been removed before surgery. The case was able to be completed without patient harm. Additional information has been requested, however none is expected.

Manufacturer narrative:
The customer's complaint history was reviewed for a period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. An internal investigation has been opened to address reports of a similar nature. (B)(4).